Event description:
It was reported that stent damage occurred. A 2.75 x 24 synergy drug-eluting stent was selected for use. However, during unpacking, it was noted that the proximal part of stent unravelled.

Event description:
It was reported, that stent damage occurred. A 2.75 x 24 synergy drug-eluting stent was selected for use. However, during unpacking, it was noted, that the proximal part of stent unravelled.

Manufacturer narrative:
(D4) updated batch lot number. Device evaluated by MFR: synergy ous mr 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The struts from the mid-section to the distal end were lifted and stretched distally over the distal tip. The undamaged crimped stent outer diameter was measured using snap gauge. And the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed, no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found, no issues along the shaft polymer extrusion.